Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3889-28, lot# va00dpw, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had their lead replaced. Manufacturer records showed the lead as capped and inactive on 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.